Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of event. D4: the UDI is not known as the part and lot were not provided.

Event description:
It was reported as a general comment that during the use of a prostyle devices, the devices would become [stuck] in the anatomy due to foot retraction issues. The devices were removed using forceps. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3 - date of event estimated.